Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed. Two 4 fr single lumen powerpicc solo catheters were returned for evaluation. An initial visual observation showed use residue on the returned samples. One of the catheters appeared to have been trimmed at the 40 cm depth marker and the other catheter appeared to have been trimmed at the 47 cm depth marker. The 5-7 cm depth markers of the shorter catheter and the 5-9 cm depth markers of the longer catheter were observed to be worn and faded. A kink was observed approximately 8.2 cm distal to the molded joint of the shorter catheter. A kink was also observed in the longer catheter approximately 12.6 cm distal to the molded joint and a circumferential split was observed in the longer catheter approximately 8.8 cm distal to the molded joint. A microscopic observation revealed a longitudinal split adjacent to the kink in the shorter catheter at the 7 cm depth marker and a longitudinal split adjacent to the circumferential split in the longer catheter between the 7 and 8 cm depth markers. The edges of each of the splits were observed to be rough but mostly straight and flat with a granular surface texture. Wrinkling was observed near the splits and the catheter surface was observed to be slightly dulled around the area of the splits in both catheters. Whitening and wrinkling of the catheter material were observed at the location of the kink in the shorter catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that two patients had PICC lines accessed by line technician saline leaked from PICC line entrance site when flushing. This report addresses the first PICC.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4652 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that two patients had PICC lines accessed by line technician saline leaked from PICC line entrance site when flushing. This report addresses the first PICC.